Event description:
Add'l info rec'd from MFR 8/16/02: the product and model number were not reported to MFR. The lot number was not reported. MFR is unable to provide a more complete description due to the lack of info in the report. An investigation was not conducted as part of this report. The lack of data has prevented MFR from carrying out an investigation. An investigation was not conducted as part of this report. The lack of data has prevented MFR from carrying out an investigation. The date of the event is unknown to MFR at this time. The date firm received info about the event described in the medical device report is unknown at this time. The current status of the deivce is unknown to MFR at this time.

Event description:
While tightening the knot down, stick broke and user had to hold manual pressure.